Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The light bulb failure, the flashing panel lights, and the emergency lamp failure were all being caused by a defective converter. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus visera pro xenon light source¿s front panel light was flashing, and the light bulb turned off automatically. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred from a faulty converter. The specific root cause of the faulty converter could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the intended procedure was a therapeutic procedure. The procedure was completed using another device and the patient's condition is 'normal'.